Event description:
It was reported that during the procedure, the laser fiber was found broken. The fiber had to be replaced for the procedure to continue further. Boston scientific has been unable to obtain additional information regarding the patient outcome, despite good faith efforts.